Manufacturer narrative:
The hill-rom technician found the buzzer on the patient positioning module scale was inoperative. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not alarm and all three mode indicator are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external buzzer kit. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating there was no audible alarm on patient positioning module. The bed was located on the 2nd floor hallway at the account. There was no patient/user injury reported. (B)(4).